Event description:
It was reported by the patient advocate that the patient had two shocks inappropriate shocks. As a result, the patient was referred to the emergency room (ER). No additional adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.